Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white dots a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the reported event is caused by a component failure of the rigid tube. The white dots were caused by a component failure of the imaging unit (charged couple device). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported a collaps at distal end of the subject device. The issue occurred during inspection for use before the patient room there were no reports of patient harm.